Event description:
The customer contact reported a change in setting while programming the device at 1530, the device was programmed using the dose calculation mode, to deliver dopamine 400 mg/250 ml with a pt weight of (B)(6). Reportedly, after the nurse entered only the dopamine concentration and pt weight, the nurse noted the device displayed a dose of 50 mcg/kg/min. At this time, the nurse noted the device displayed a dose limit override alert. The nurse reported that she chose "yes" to the override prompt, and the delivery was started. The nurse reported that when the high rate was noted after the delivery was started, the device was reprogrammed with a dose of 5 mcg/kg/min, and the delivery was started. After an unspecified length of time, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates, on (B)(6) 2012, at 1546, line (a) was programmed in the dose calculation mode, to deliver dopamine 400 mg/250 ml, weight (B)(6), with a of dose 50 mcg/kg/min, rate 150 ml/hr, a vtbi (volume to be infused) of 245 ml, for a duration of 1 hour and 38 minutes. The programmed dose exceeded the soft limit of 20 mcg/kg/min with a dose limit override alert. The yes option was chosen, and the delivery was started. At 1549, the delivery was stopped with a volume infused (vi) of 6 ml. At 1550, the dose was reprogrammed with a dose of 5 mcg/kg/min, and a rate of 15 ml/hr, and the delivery was started. At 1551, the delivery was stopped with a vi f 6.4 ml. The device was reprogrammed with a dose of 10 mcg/kg/min, and a rate of 30 ml/hr, and the delivery was started. At 1611, the delivery was stopped with a vi of 16.5 ml and the device was turned off. A review of the history indicates the device delivers as programmed. This report represents all the info known by the reporter upon query by hospira personnel.